Event description:
Human embryos being prepped for freeze. Tips of straws containing embryos were heat sealed and then frozen. During thaw it was found that the straws were empty of the contents.

Event description:
Human embryos being prepped for freeze. Tips of straws containing embryos were heat sealed and then frozen. During thaw it was found that the straws were empty of the contents.